Manufacturer narrative:
Additional information: (device mfg date) has been updated based on returned product download. The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software and the sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor adhesive patch, observed it to not be peeling from sensor. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed ¿redness, itching, pain and pus¿ at the insertion site. Customer contacted his family physician and was prescribed flaminal forte, a topical antibiotic cream and was advised to discontinue using the libre system. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed ¿redness, itching, pain and pus¿ at the insertion site. Customer contacted his family physician and was prescribed flaminal forte, a topical antibiotic cream and was advised to discontinue using the libre system. No additional treatment was reported. There was no report of death or permanent injury associated with this event.